Manufacturer narrative:
(B)(4).

Event description:
It was reported that after an atrial fibrillation (afib) procedure, they continued to a right atrial flutter procedure. At this time, the patient developed a pericardial effusion. A pericardiocentesis was performed. A total of 2100 cc's were removed from the pericardial space. A drain was left in and the patient was stabilized after receiving 2 units of blood. The patient was then transferred to the ICU for overnight observation. Upon request, additional information was received on the event. The issue was found at the end of the procedure during the final ablations of the cavo tricuspid ishmus (cti) line. While ablating a typical flutter line after an afib, the physician encountered a steam pop. About 5-10 min after the steam pop, it was noticed that the patient¿s pressure dropped a little. They checked the left ventricle on intracardiac echocardiography (ice) and noticed a large effusion. There was a perforation to the pericardium. A pericardiocentesis was required to drain the blood. There was a pouch and they were getting high impedance. Prior to the event, the patient had a lot of ablations. A full pulmonary vein isolation (pvi) was performed which is over 20 lesions in the left atrium and at least 8 or more lesions in the isthmus for the cti line. The rf generator was set to ¿power-control¿ mode at 35w. The temperature cut-off setting was set to 40 c and the flow setting was set to 15ml/min. The act was maintained at 250-300 during the procedure. The event was life threatening, but the patient is stable. The patient was placed in the ICU and required hospitalization with an extended stay. The prognosis for the patient looked good at the end of the procedure. The outcome of the adverse event was that the patient improved as of when he left the hospital. The physician¿s opinion of the causality of the adverse event was that it was procedure related. The patient¿s baseline before the procedure was renal failure and diabetic.

Manufacturer narrative:
The original reported lot number was reported as unknown. Per the bwi failure analysis lab, after testing the returned product, the lot number was identified as 16044763l. (B)(4) it was reported that after an atrial fibrillation (afib) procedure, they continued to a right atrial flutter procedure. At this time, the patient developed a pericardial effusion. A pericardiocentesis was performed. A total of 2100 cc's were removed from the pericardial space. A drain was left in and the patient was stabilized after receiving 2 units of blood. The patient was then transferred to the ICU for overnight observation. Upon request, additional information was received on the event. While ablating a typical flutter line after an afib, the physician encountered a steam pop. There was a pouch and they were getting high impedance. The returned device was visually inspected upon receipt and it was found in normal conditions. Per the event, the catheter was tested for electrical performance, temperature response and stockert compatibility and it was found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for eeprom, carto 3, 4 khz and calibration functionality. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) was reviewed and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade.